Event description:
Report received from an international affiliate. The report states: "in 2005, during the morning, the kit was initiated to use for the pt. About at 10:30am the next day, it was reported that in the ICU during a changing the circuit, a blod leakage was noticed at the connection between a transducer and a 3-way stopcock due to a loosen connection. Reportedly though a nurse tried to re-tighten the connection, the kit was change into new one since blood was attached around the connection. The amount of blood loss was reported about 50-100cc even through the reporter was not certain about it accurately". The device was disconnected and replaced with a new device. There were no reported adverse pt effects. No medical interventions were required.